Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that a piece was missing near the reservoir casing, chip on the window where you can see the reservoir, chip on the top of the battery casing, diminished battery life, rejected brand new battery, no delivery alarms. The insulin pump will not be returned for analysis.